Event description:
It was reported that a malfunction alarm occurred with a code ¿malf 0¿. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. The customer was advised to contact support again if the issue happened again and was able to continue using the pump.